Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto an in-house system where no errors related to the reported event occurred. The usm was installed onto an in-house patient fixture test platform (pftp) where no errors related to the reported event occurred. The probable root cause is attributed to a potential issue with axes controller spar connector (acsc) board and cannula flat flex cable in the usm. This issue can be resolved by fse service to replace the usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a warning message appeared. The intuitive tech support engineer (tse) reviewed the system logs and found error 1119, indicating an universal surgical manipulator (usm) 4 failure. The procedure was reportedly being completed as planned, with no reports of patient injury. Intuitive followed up with the customer and was advised that the procedure started with four arms in use but was completed with only three.